Manufacturer narrative:
The analyzer serial number is (B)(6). The customer did not perform qc on the day of the event. Good laboratory practice precludes running and/or reporting patient results when quality control has failed or not been performed. Product labeling states: "interpretation of the results: all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay." "Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation determined that a customer-specific issue caused the event. The investigation did not identify a product problem.

Event description:
There was an allegation of a questionable elecsys hiv combi pt result for 1 patient sample on a cobas e 411 analyzer (disk system) compared to a cobas e801 analyzer and an abbott analyzer. On (B)(6) 2026, the initial result was 1.02 coi, interpreted as reactive. The sample was repeated on an abbott analyzer and the result was 0.091, interpreted as non-reactive. The units of measurement were not provided. On (B)(6) 2026, the sample was repeated on an e801 analyzer and the result was 0.242 coi, interpreted as non-reactive. On (B)(6) 2026, the assay was recalibrated, and the sample was repeated. The repeat result was 0.355 coi, interpreted as non-reactive. The questionable result was not reported outside the laboratory.